Event description:
It was reported to clinical affairs from surgeon that a patient with an edwards aortic bioprosthetic valve was diagnosed with severe aortic insufficiency less than one year after implant. The echo shows regurgitation but is not evident whether the leak is of perivalvular or central origin. A transcatheter valve was implanted inside the previously implanted device, however, moderate regurgitation persisted. Additional information and records have been requested but not yet provided to edwards.

Manufacturer narrative:
Records indicate the several perivalvular jets were visible post deployment of the transcatheter valve within the subject device. No further intervention was performed or scheduled. Review of the provided medical records suggest nothing to indicate a device malfunction or quality deficiency related to this event. No further action required at this time.

Manufacturer narrative:
Report an edwards surgical aortic valve exhibiting regurgitation of unknown origin (perivalvular vs central), approximately ten months post implant. The patient received an implant of a transcatheter valve within the subject device (valve in valve), but the regurgitation persisted post procedure. Medical records and additional information have been requested but not yet provided to edwards. Regurgitation is considered to be a perivalvular leak (pvl) if a turbulent eccentric jet originates between the bioprosthetic sewing ring and the annulus. Technique related factors, such as incorrect valve sizing, have been shown to contribute to the development of pvl. Moreover, anatomical factors may create difficulty seating the bioprosthetic valve resulting in pvl. On the other hand, regurgitation originating from the central coaptation point of a valve is known as central leak, and can occur if the motion of the leaflet cusps is restricted. Technique related issues such as valve distortion during may result in a dropped leaflet or asymmetric coaptation. These techniques are not typically the result of product malfunction; however. They may contribute to mild to severe regurgitation and if undetected may require reoperation. Therefore, the type and cause of regurgitation varies depending upon multiple factors. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Without additional information (records, details from hcp), and/or device return and evaluation (remains implanted), a conclusive root cause of this event cannot be determined or further evaluated. Follow ups with the healthcare provider for updates and additional information are ongoing. No further action is required at this time.

Event description:
Records have been received, new information on patients history updated.